Manufacturer narrative:
The report we received from the field indicated t hat this was a coronary stenting procedure to a circumflex artery lesion. It was noted that there was no calcification or tortuosity of the vessel. The stent delivery system cross the target site without difficulty, a namic indeflator was attached, and a negative pressure was induced to the delivery catheter. However, air was being withdrawn, but there was no blood observed in the indeflator. The product was withdrawn and another product was used to complete the procedure with no adverse effects to the pt. The product has been returned for eval and testing. However, the engineering eval is not complete. Add'l info will be submitted within 30 days upon receipt. See scanned page.

Event description:
The hub would not hold pressure.